Manufacturer narrative:
The date of death was unknown. Concomitant medical devices: product ID: neu_unknown_cath, product type: catheter. (B)(4).

Event description:
Information was received from a consumer about a patient who was receiving an unknown drug via an implantable pump for an unknown indication. It was reported that there was "one death in the entire world regarding a pump refill." It was unknown where the reporter was getting the information and what the details surrounding the event were. Additional information has been requested regarding this missing information. If additional information is received a follow up report will be submitted.